Manufacturer narrative:
(B)(4). Date sent: 9/11/2020. Investigation summary: the analysis found that one long60a device was returned with no apparent damage, with the closing trigger and anvil in the closed position. The device was received articulated to left side., and the firing mechanism in the return stroke with the knife not fully back. One gst60w reload was loaded in the device. The cartridge reload was received fully fired and with the deck damaged. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a liver extraction, at the end of the hepatic veins suture procedure, the jaws didn't open. The manual override was tried, but the handle and the jaws blocked. The liver was extracted and a cold blade was used to separate the stapler and the hepatic veins. There were no patient consequences.